Event description:
It was reported that the device failed the high flow calibration. The event occurred during testing, there was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a sunken upstream occlusion (uso) sensor, damaged battery compartment, sticking latch lock, and lifting downstream occlusion (dso) seal. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue; the pump failed calibration. The most probable root cause was determined to be a worn/damaged uso sensor as the center ball had sunken into the housing. The uso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.